Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, and a crack valve. A leak test was performed and no openings were found. A microscopic analysis identified a crack valve seat assessed as a cracked valve (the valve did not leak). Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.